Event description:
Ambulance paramedics attended to a person diagnosed as bradycardic and in respiratory arrest. The device was connected to the pt using disposable defibrillation electrodes and pt cable monitoring electrodes. After the pt was intubated, the operator noticed that the pt's ECG was no longer displayed. The operator tapped on the pt cable connector after which the unit began displaying the pt's ECG appropriately in the paddles lead. Later, the chest leads were connected to the pt and the operator attempted to perform a 12-lead. The device allegedly displayed the message "noisey data" and the 12-lead was inhibited. The pt was not resuscitated. The operator indicated the reported malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.